Manufacturer narrative:
Corrected: section h10: this last line of the follow up #1 removed as it was reported incorrectly.

Manufacturer narrative:
Corrected: section b3: this information updated as it was not provided at the time of the initial submission. The device investigation has been completed and the results are as follows: DHR results: no DHR was available for review since the device was fabricated per physician's prescription only. Supplier (erkodent) reviewed the associated material lot and confirmed no manufacturing deviation or abnormality. Lot# 1283 (erkoflex) was manufactured from (B)(6) 2019 and was assigned with 3 years expiration. Stock product reviewed results: no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results: complaint investigator reviewed the returned device. An upper tray was returned with an original case. The results were summarized below: roughness - the splint flange appeared smooth. There were visible adjustments made to occlusal surface of the entire arch and parts of the lingual aspect at the incisors. Crack - no major crack was found. Delamination - layers were intact and were not separated. Discoloration - the device turned yellowish at the interproximals due to the usage. General cleanliness - the returned device was not clean and debris can be observed. Case was returned in a good condition with label. The returned device was visually inspected and no defect and abnormality was observed. There was no evidence found to indicate that the reported issue was caused by the device itself. Root cause: a root cause for this complaint cannot be explicitly determined. IFU 9091 rev 2.0 (comfort h/s bite splint instruction for use) states to use only clear, cool water to wash the device. IFU provides warning "do not clean or soak in mouthwash; do not use denture cleanser, hot water, alcohol, hydrogen peroxide; do not place in direct sunlight". It is possible that reactions could be caused by mouthwash, toothpaste, or soaking material. However, the customer did not provide the information regarding how the patient handled and maintained the device. Glidewell research team and namsa conducted a series of testing on a similar thermoformed sleep device following iso 10993 (biological evaluation of medical devices) and the device was evaluated for potential cytotoxicity, skin irritation, delayed dermal contact sensitization and oral mucosal irritation. The test article was thermoformed with layers of erkodent material (erkoloc-pro and erkodur). The test results were listed below and summarized in biocompatibility report for sleep device (rpt 9733 rev 1.0). · for cytotoxicity testing, the test article extract showed no evidence of causing cell lysis or toxicity. · for skin irritation, there was no erythema and no edema observed on the skin of the animals treated with the test article. · for sensitization testing, the test article extracts showed no evidence of causing delayed dermal contact sensitization. · the test article showed nonirritant to the oral mucosa as compared to the control article. The device materials have been found to be biocompatible through the testing. There was no cytotoxic, sensitization, skin irritation, or oral mucosal irritation found in any of the test articles. Per reported information, the patient has a known allergy to methylmethacrylate, and experiences sensitivity to similar materials, including penicillin, sulfa, latex and mushrooms. An allergic reaction cannot be ruled out, but other causes are also possible. The supplier (erkodent) confirmed the allergens mentioned are not contained in pure erkoloc-pro.

Manufacturer narrative:
The device has not been returned. If/when the device is returned an investigation will be carried out and a supplemental report will be submitted. Date of event: this information was not provided when asked. Serial #: is not applicable with the exception of serial number as the device is manufactured by prescription. Implant date-explant date: is not applicable as the device is manufactured by prescription not implantable.

Event description:
It was reported that the patient had an allergic reaction. The device was delivered on (B)(6) 2019 and the reaction occurred on (B)(6) 2019. The patient reported discontinuing using the device "within the first 10 days" and it resolved within one week. The patient has no known allergies. The patient did not require any medical treatment nor are there any pre-existing conditions prior to the delivery of the device. With regards to the device: there was an adjustment made to the biting surface to calibrate appliance prior to the delivery of the device. Prior to the delivery, it was rinsed with water. The patient was instructed to clean with soap and water.